Manufacturer narrative:
(B)(4) concomitant medical products: 115313, comp rvsr shldr glnsp +3 36 mm, 914890. The 115330, comp rvrs shdr glen bsplt +ha, 094150. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02027.

Event description:
It was reported that a patient underwent an initial shoulder procedure. Subsequently, the patient was revised due to disassociation. It was stated that "no fall or unusual event" had occured. The x-ray revealed the disassociation of the adapter/baseplate interface. During the revision, the glenosphere and adapter were solidly engaged and removed. The construct had disassociated from the baseplate. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery for the shoulder approximately 2 months post initial surgery due to disassociation. The onset of the event was two days prior when the patient raised his arm and disassociated the glenosphere from the base plate. During the revision, the glenosphere and adapter were solidly engaged and removed. The construct had disassociated from the baseplate. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were reported event was confirmed by review of x-rays and photos provided. X-rays were received and reviewed. Per the review, "disassociation of the adapter and base plate interface is present on the image dated (B)(6) 2018. No obvious signs of trauma. Patient is osteopenic. No other contributing factors are seen." Inspection of the photos provided showed scratches/wear on the taper and taper face. These likely occurred from the taper disengaging and floating in the joint space. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.